Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's alarm settings were not working properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: the pump's black box and alarm history showed cgm glucose below user low limit warnings. The pump was able to perform the prime steps with no alarms or issues. A test transmitter could be paired with the pump successfully. The warning was simulated with a 30 min snooze time during the investigation, and the pump gave the appropriate warning..4-the pump alarmed again after exactly 30 minutes of confirming the initial warning. The alleged issue could not be duplicated.